Event description:
It was reported that during a prophylactic device replacement procedure the atrial lead was noted with chronic elevated capture threshold. The atrial lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014; lead, implanted: (B)(6) 2014; 5866-38m adaptor, implanted: (B)(6) 2014. (B)(4).